Event description:
It was reported that the left ventricular (lv) lead had encountered high thresholds. Physician decided to monitor the lead. It was later reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. During the procedure the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694965 implantable tachy lead: (B)(6) 2005. A 407652 implantable pacing lead: (B)(6) 2005. (B)(4).